Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 240 mg/dl and 101 mg/dl, while using the suspect device. Reporter noted that pt did not take any action based on these values. No pt injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (pt's had wrong control solutions for strip type). Technical support requested the return of the suspect product and replacement product was shipped.